Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implant site of the implantable cardiac monitor (icm) did not heal, and there was a possible infection. The icm was explanted. No further patient complications have been reported as a result of this event.